Event description:
(B)(6) 2023 - we were notified of a patient who had to undergo surgery, the surgeons saw the capsule and removed it. Frm-0089b capsule indicent questionnaire was sent to gather more information. (B)(6) 2023 - frm-0089b capsule indicent questionnaire was received indicating that the patient had a preexisting condition that led to the retention (endometriosis of ileocecal valve and cecum, causing narrowing of the lumen).

Manufacturer narrative:
(B)(6) 2023 - we were notified of a patient who had to undergo surgery, the surgeons saw the capsule and removed it. Frm-0089b capsule indicent questionnaire was sent to gather more information. (B)(6) 2023 - frm-0089b capsule indicent questionnaire was received indicating that the patient had a preexisting condition that led to the retention (endometriosis of ileocecal valve and cecum, causing narrowing of the lumen).